Manufacturer narrative:
H11: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Engineering evaluation summary: the subject device was not returned for evaluation as it remains implanted. Per (B)(4), regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. There is insufficient information available regarding patient or procedural factors known to cause or contribute to regurgitation. Therefore, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve in mitral position is under evaluation for a possible valve in valve procedure after an implant duration of 8 years, 4 months due to mitral regurgitation. Tmvr has not been scheduled.

Event description:
It was reported and later learned through implant patient registry that a patient with a 25mm 7300tfx mitral valve in mitral position underwent a valve in valve procedure after an implant duration of 8 years, 5 months due to mitral regurgitation. Tmvr was completed with a 26mm 9755rsl transcatheter valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b2 - b5, g3, g6, h2, h6 (impact code, and type of investigation).